Event description:
It was reported that a 52-year old caucasian female patient underwent breast prosthesis implantation surgery, as part of a clinical study, with a 440cc mentor memoryshape gel implant on the right breast and suffered right breast implant rupture, post-operatively. The rupture was diagnosed via MRI. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
Future date of explantation: october 11, 2022 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 18, 2022, mentor received additional information indicating that the replacement devices were the following: (right) 525cc mentor memorygel xtra breast implant catalog: smpx525 lot: 7590699 sn: (B)(6) and (left) 440cc mentor memorygel xtra breast implant catalog: smpx440 lot: 9778577 sn: (B)(6). On october 31, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received additional information indicating that the correct date of explant was on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mm 440cc breast implant had parallel lines of shell wear extended from the anterior to the posterior view. In addition, a tear was found within the shell wear on the posterior view, measuring approximately 5.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (253133). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.